Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/25/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: h3 investigation summary: a group of eight suture needles, labeled as (B)(4) for fractographic evaluation. The components were identified as product code vcp772d. It was requested to assess the fracture mode of the failure. None of the needles were fractured, therefor no additional analysis was performed. The manufacturing records could not be reviewed as the batch number is unknown. The evaluation of (B)(4) revealed the needles were not fractured.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what do you mean by ""the shape of the needle tip had been deformed""? Do you mean that the needle tip is broken or bent? No further information is available. What is the lot number? No further information is available. Event date (mm/dd/yyyy): no further information is available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If the needle bent: where was the needle grasped (swage, middle, body)? Did the needle make contact with any hard surface? What was used to complete the procedure? If the needle broke: was the needle retrieved during the same procedure? Does a piece of the needle remain in the patient¿s tissue? What tissue structure is it located? Size of the needle piece retained?

Event description:
It was reported that a patient underwent open-heart surgery on an unknown date and suture was used. During the procedure, after the package was opened, it was found that the shape of the needle tip had been deformed, so use was stopped. No adverse patient consequences were reported. Additional information was requested.